Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge patient line became cracked and subsequently broke off. Customer¿s blood glucose level was greater than 500 mg/dl. Customer called health care provider for recommendation on how to address blood glucose and was instructed to administer a correction bolus, replace the cartridge, drink water and monitor blood glucose. Customer changed cartridge and infusion set and resumed insulin delivery.